Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver 0.9% sodium chloride at a kvo rate. It was reported that after the device had been in use for approx 75 min, the nurse noted that the pt rec'd 800 ml of solution in a 30 min time period. The nurse reportedly closed the cair clamp but noted the infusion continued "at a slow rate". A pulmonary x-ray was performed that indicated pulmonary edema. A urinary catheter was inserted, the pt was treated with 80mg of lasix ivp and monitored. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.